Event description:
(B)(6) male patient contacted zoll customer support to report that the electrode belt connector on the monitor was loose and exposing wires. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt connector loose exposing wires) has been confirmed. Upon evaluation, the electrode belt connector was pulled from the monitor case, which damaged the internal wiring. The cause of the damaged wires is the pulled connector. The root cause of the pulled connector cannot be positively identified but is likely excessive force at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.